Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the paramedics was dispatched and they were sent to the hospital on (B)(6) 2017 due to low blood glucose. The low blood glucose occurred after they changed the infusion set. The customer¿s blood glucose during the incident was 20 mg/dl. They were released the next day. They were wearing the insulin pump at the time of hospitalization. The customer¿s current blood glucose was 185 mg/dl. Troubleshooting was not performed on the insulin pump. The call was disconnected. The insulin pump will not be returned for analysis.